Event description:
It was reported that the rotaflow showed error message: <= <= and stopped several times during patient treatment. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device in question was investigated by a local service technician of maquet but no problem could be found with the device.